Manufacturer narrative:
Other relevant device(s) are: product ID: 9735762, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after registering multiple times, the surgeon got a passing value of 3.0. There were no green zones of accuracy and the surgeon felt 10 millimeters inaccurate at the surface, however deeper in the anatomy was accurate. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.